Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was responded from the follow up sent to them. The patient reported the replacement sent to them resolved their recharging issue and pain. The patient reported their weight at the time of the event was (B)(6) lbs.

Manufacturer narrative:
The codes below were added to reflect device evaluation. Fdccodes: (B)(4) fdmcodes: (B)(4) fdrcodes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Devices codes (B)(4) were codded for product ID: 37761. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's connector pin was loose when trying to connect with the implantable neurostimulator recharger (insr). The patient also reported experiencing pain. The patient was transferred to repair and the device was replaced. No further complications were reported.